Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the image acquisition system (ias) would boot completely. The pendant display would show that the x-ray bar was filled up and then it would shutdown prior to the bar filling up. It was suspected at the time of the report that port 1 on the ias computer was defective and was therefore unable to send communication to the atp board. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the site inspection, the medtronic representative replaced the mobile view station (mvs) computer, as well as the ias computer. A successful system checkout was performed which verified that the issue had been resolved. The computers that were replaced were sent back to the manufacturer for analysis. The imaging system (B)(4) computer had a confirmed electrical failure. When the computer was installed in the imaging system, the generator wouldn't boot all the way due to no communication with the atp board through the rs232 com1 port. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the image acquisition system (ias) would boot completely. The pendant display would show that the x-ray bar was filled up and then it would shutdown prior to the bar filling up. It was suspected at the time of the report that port 1 on the ias computer was defective and was therefore unable to send communication to the atp board. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.